Manufacturer narrative:
Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, and patient information are unknown since the serial number was unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during a procedure, the lead was unable to be removed from the header. It was noted that the set screw was stripped. The physician was able to eventually remove the lead and complete the procedure. The patient condition was unknown.